Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the tabs on the power cord bay door were broken, and the programmer had internal corrosion and was un-repairable. (B)(4).

Event description:
It was reported the cord bay door of the programmer needs to be repaired. The programmer was returned for service and analysis found internal corrosion. There was no patient involvement.